Manufacturer narrative:
G4:07apr2021. B4:08apr2021. The biomed reviewed the event log on the ventilator and found air valve stuck closed code. It is unclear if the error code's occurrence took place while the unit was delivering therapy, and a copy of the event log could not be obtained to confirm. The respiratory therapist did not complain about any air valve alarm or an alarm for that matter and stated the unit was having no issues ventilating the patient. The customer was unable to reproduce the issue. Full periodic maintenance was performed, and all tests passed, so the ventilator was placed back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:26apr2021. B4:27apr2021. The remote service engineer (rse) advised the customer the display issue may be with a vga controller and to call back if further assistance is required. The customer ran a full extended self test and a short self test and was unable to reproduce the issue so the ventilator was returned to service. Months later, a field service engineer performed periodic maintenance and all tests passed, still without recurrence of the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported that while ventilating a patient the screen had vertical lines where patient data is located so the vent was swapped out. The device was in use with a patient when the issue appeared, and the vent was swapped out, however there was no patient harm reported. The field service engineer (fse) advised the customer the display issue may be with a vga controller and to call back if further assistance is required. Investigation is still ongoing.